Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). An attempt has been made to obtain missing information; however, no further information could be provided. Device evaluation: the preloaded delivery system (model pcb00) was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge correctly engaged into lower body of the pcb00 device. The intraocular lens (iol) was returned outside of the preloaded device. Visual inspection under the microscope showed that the lens had one haptic detached, including part of the optic junction (edge). The detached haptic piece and part of the lens optic were observed at the cartridge tip. Based on the sample evaluation, the detached haptic observed at the cartridge tip could be the trailing haptic. Evidence of viscoelastic residue was observed on the lens body and at the cartridge tube/tip. No manufacturing defects were observed that could impair functionality in the pcb00 device. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an unspecified issue with the tecnis itec preloaded 1-piece iol (model pcb00). The device was returned to the manufacturing site and the lens was observed with one haptic detached, including part of the optic edge. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.